Event description:
Device malfunction: unspecified failure. Time of symptoms/ae: during and after the procedure. Symptoms/ae: failure to achieve hemostasis, delayed mobilization, groin ooze and pain. The following events were noted through a periodic article review. A retrospective analysis was conducted to evaluate the efficacy and complication rate using two arterial closure devices in common femoral artery punctures during peripheral angioplasty procedures. Reportedly, 17 proglide unspecified deployment failures occurred. A total of 28 proglide closures had a minor complication within 24 hours after the procedure, which included: delayed mobilization, groin ooze, need for additional compression and hematoma formation; however, none required further intervention. Additionally, 19 of 123 punctures already had recorded complications (ie, deployment failure or pain) at the end of the procedure; however, no direct correlation to a specific closure device was made. Though requested, no additional info was provided.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot numbers were not identified, therefore, a device history record review could not be performed. Attachment: article: albert ho yuen chiu, mbbs: et al; "comparison of arterial closure devices in antegrade and retrograde punctures" j endovasc ther 2008; 15:315-321. See scanned pages.